Event description:
Additional information was received from a manufacturing representative. It was reported that the patient¿s healthcare provider was not sure why the lead pulled up. They stated they were careful and secured the burr hole cap, and held the lead below the microdrive while the stylet was removed. Patient weight at the time of the event was also reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with a lead implanted for dystonia movement disorders. It was reported that during a patient¿s stage 1 implant of the lead, the lead moved. The physician secured the lead to the burr hole cap, removed the stylet, and reported a movement of the lead of approximately ¾ of an electrode. The physician did not revise or replace the lead since it was unlikely that they would have used that electrode. The patient has not yet been implanted with an ins. There were no symptoms reported. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.